Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture due to lead dislodgement. Antecedently, the patient experienced fainting. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.